Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak above the chamber while infusing tpn. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of set leaking was confirmed. During visual inspection of the set it was noted that the silicone segment had a 0.0234 inch long tear near the upper fitment. Visual examination under magnification noted a crush mark to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The origin of the tear is unknown.